Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated this unit and was able to reproduce the reported issue. The fse pressurized the cart and found the regulator would intermittently leak all helium immediately. To fix the issue, the fse replaced defective helium regulator, the transducer and the o-ring. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) presented a helium leak due to a defective helium regulator. No adverse event was reported.